Manufacturer narrative:
Final analysis found burn marks on the main pcb.

Event description:
It was reported that the merlin.net transmitter was unable to be powered on after a power surge at the patient's home. There were no reported adverse patient consequences related to the event.